Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge of the infusion device had leaked insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.